Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message in the infusion center during therapy (medication, programmed amount and delivery rate unk). Any pt injury is unk; however, the pump was swapped out and therapy was completed.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported false downstream occlusion messages, which were not reproduced during eval but were confirmed through review of the event history log. A downstream occlusion test was performed per the spectrum preventive maintenance procedure with the unit passing. No related malfunction could be identified.